Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:30apr2019. The customer called to cancel due to no error was found. The customer retained the ventilator submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer also stated that the nav-ring and the accept button were not working. There was no patient involvement.